Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an impedance of 33 ohms on contact 1 & 2. The patient was programmed on c+, 1-, 2- and the therapy impedance was reportedly 724 ohms. The impedance on c & 1 was reportedly 732 ohms. It was stated that the hcp would try programming on other contacts not involved with the low impedance to see if the patient had relief, otherwise they would use c & 1 and monitor the battery. It was unknown when the low impedance was discovered, but it was allegedly a known issue before the call. No patient symptoms reported. No further complications were reported.